Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 5054-58 lead, implanted: (B)(6) 2000; 6945-65 lead, implanted: (B)(6) 2001; dtba1d1 crtd, implanted: (B)(6) 2015. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was explanted due to sepsis. After the system extraction, the patient was extubated and subsequently lost consciousness. Cardiopulmonary resuscitation (CPR) and medication was started, however the patient later passed away. A transesophageal echocardiogram showed no effusion, and per the physician the cause of death was likely a thrombus.